Event description:
Nurse inserted feeding tube, went to pull the guidewire out and the guidewire would not budge. They had to remove it and tried another feeding tube and noticed the problem was the same.